Manufacturer narrative:
The manufacturer was advised that the lvad pump was not explanted, therefore will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in the clinic the day of the event and was doing well. The pt had a habit of only connecting up to one battery in the middle of the night to go to bathroom. The wife sleeps in another room and stated that she heard alarms but did not think anything of it. The pt was found disconnected from all power sources. Emergency services was called but pt had expired.